Event description:
Critically ill infant s/p pcvc placement in left axillary day of life 7. Left chest swollen on 12/17, day of life 12. Pcvc d/c wih catheter tip intact. Infant expired on day of life 21.